Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The auto/manual switch cable assembly was replaced to resolve the issue.

Event description:
The hospital reported that, during the preoperative checkout, the bellows would not fill and the auto/man switch was not functioning as expected. There was no report of patient involvement.